Event description:
The customer reported a loss of motorized motion ability. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the joystick. The system operates as intended.